Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced complaints of fuzzy vision. Clinical reason for explant was residual hyperopia. The iol was exchanged for advanced technology intraocular lenses (atiol) model 2 months 24 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received and reported that the iol was exchanged for the same lens model but different diopter power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.